Manufacturer narrative:
Concomitant medical products: 693558, lead, implanted: (B)(6) 2014; ddbb1d1, ICD, implanted: (B)(6) 2014; 1882tc52 st. Jude lead, implanted: (B)(6) 2014.

Event description:
It was reported that a lead integrity alert (lia) triggered due to a high sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes. Noise was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.